Event description:
The hosp reported they experienced a total loss of image during a procedure. The procedure was completed with the use of another similar device. There was no allegation of harm.

Manufacturer narrative:
The device in question was returned to olympus for investigation. The investigation revealed a loss of image when the bending section is at maximum angulation which was attributed to the broken charge coupled device (ccd) wires at the bending section, causing the user's experience.